Event description:
The yoke with tubehead of the intraoral x-ray unit disconnected and fell from the articulated arm.

Manufacturer narrative:
There was no patient or user injury with this event. A dealer service technician performed an on-site inspection of the x-ray unit. Due to the age of the unit the service technician stated the tubehead was not repairable. The manufacturer has requested return of the components for evaluation. The tubehead with yoke assembly of the gx 770 x-ray units are assembled to the articulated arm on-site during the installation. The pivot post of the yoke is inserted into the mounting assembly of the articulated arm then a washer. Keyed retaining washer, and plastic retaining cover are assembled at this rotating joint to secure the yoke to the arm.